Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had scratched her back, and at some point- a sore developed over site of ipg from the scratch that was not healing and therefore causing skin breakdown, pain, and redness at ipg site. The physician has elected to explant and re-implant in 6 months. The explant had been planned but not yet scheduled.